Event description:
The subject lead was implanted with a non-livanova ICD. The physician received an alert through remote monitoring system regarding the dysfunction of isoline lead.

Event description:
The subject lead was implanted with a non-livanova ICD. The physician received an alert through remote monitoring system regarding the dysfunction of isoline lead.

Manufacturer narrative:
The reported event could not be confirmed based on the only available data. Patient care recommandations (related to fsn issued on isoline leads in (B)(6) 2013) have been provided.

Event description:
The subject lead was implanted with a non-livanova ICD. The physician received an alert through remote monitoring system regarding the dysfunction of isoline lead.